Event description:
During ivtm therapy, the thermogard ivtm system generated an "air trap" alarm and the customer noticed loss of 200-250ml saline from the 500ml saline bag. No saline fluid was observed on the floor, console and patient's bed. The solex 7 catheter (lot #uknown) was removed from the patient and the customer observed leak from the balloon. The start-up kit (lot #unknown) was wet but no leak was observed. The catheter dwell time was 3 days. The catheter and suk were replaced and same thermogard cosole was used to continue with treatment. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has received the catheter however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
Additional information b5. The reported complaint of a leak from the solex 7 catheter (lot #168801) balloon was confirmed during the functional testing. A pinhole leak was observed at middle of serpentine balloons during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Observed blood had accumulated / dried up on the catheter's serpentine balloons and in medial luered tubing. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a pinhole leak was observed at middle of serpentine balloons; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaints reported for solex 7 catheter with lot number 168801.

Event description:
During ivtm therapy, the thermogard ivtm system generated an "air trap" alarm and the customer noticed loss of 200-250ml saline from the 500ml saline bag. No saline fluid was observed on the floor, console and patient's bed. The solex 7 catheter (lot #168801) was removed from the patient and the customer observed leak from the balloon. The start-up kit (lot #170892) was wet but no leak was observed. The catheter dwell time was 3 days. The catheter and suk were replaced and same thermogard cosole was used to continue with treatment. No consequences or impact to the patient.